Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a completely broken and missing distal clevis. The distal clevis was not returned with the instrument. A piece measuring approximately 0.4940 x 0.2095" was missing. Components adjacent to this broken distal clevis did show damage. The snake wrist cable was broken, and the inner lumen was broken and missing. The snake wrist was still intact.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, the tip of the suction irrigator came completely off along with the internal blue piece during blunt dissection. All pieces were removed from inside the abdomen, the abdomen was explored, and the pieces were cleaned and examined to ensure all pieces were recovered. A new irrigator was opened and used to complete the procedure. The procedure was delayed by 10 minutes. On 10-apr-2025, intuitive surgical, inc. (Isi) received (B)(4) stating: "during a harmann procedure, the surgeon dissecting with the robotic suction irrigator. The tip of the instrument came off inside the patient. The cavity was explored all pieces retrieved. X-ray done at the end of the case to confirm. Instrument and pieces were removed from sterile field." Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task being performed at the time of the device fragment falling into the patient was suctioning and blunt dissection. The surgeon was unsure what was the cause of the instrument to break; they had never seen this before. They felt that it was instrument failure. The instrument was in use close to an hour prior to the issue occurred. No functionality issues were noted during the surgical procedure until it fell apart. The instrument did not collide with any other instrument or other hard material during the surgical procedure. No fragments fell inside of the patient during an instrument tip collision. The instrument was removed during the procedure prior to the breakage with the wrist straightened. The surgical staff did not feel resistance upon removal of the instrument through the cannula; the wrist was straightened. The surgical staff did not feel any resistance while removing the instrument through the cannula; the surgical staff did not notice any damage to the cannula after the event occurred. However, the surgical staff did notice that one tip was off of the instrument after the event occurred. The fragment was retrieved with a grasper; it was confirmed by reassembling the instrument after cleaning the tip off of blood and debris to verify nothing was missing. Exploration of the surgical field, followed by abdominal x-ray to confirm nothing remained and interpretation by radiologist was also performed. No additional surgical procedure was required to remove the fragment; the customer only used visual inspection with a camera. The procedure was completed robotically and no injury to the patient was noted at the time of the surgery. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument has been already shipped out. The fragment was shipped in a container. No photographic images of the devices or a video recording of the procedure were available for review.